Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a green-colored leak underneath the coulter lh780 hematology analyzer. Customer could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed that the leak was coming from the tubing going through valve vl38. Vl38 opens the path from the bleach probe to the blood sampling valve (bsv) module. The fse performed preventive maintenance (pm) a, which remediated the leaking. There was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The cause of the leak was the tubing going through valve vl38.